Event description:
A caller reported that their pump battery would not charge, despite attempting various troubleshooting steps, including using different wall outlets and chargers. There was no reported adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, instructed the customer to put the faulty pump into storage mode, and return it within 10 days.